Manufacturer narrative:
A ge service rep performed an on site investigation. A filament calibration was performed and the waveform amplitude went back to 400 milivolts. A high voltage supply regulator printed circuit board and a backplane to the generator driver cable were installed. The system was tested and operates as intended.

Event description:
The customer reported the 9800 system produced a main frame display error during a case. No pt injury was reported.